Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was receiving a shocking sensation or overstimulation in the back which would go down the legs. The pt reported the issue was intermittent. The sjm rep was unable to reprogram the pt because the ipg was no longer functioning. The physician was to undertake surgical intervention at a future date. Reference MFR report: 1627487-2013-19938 regarding the ipg issue for the pt.